Event description:
A malfunction occurred with a customer's pump, causing their blood glucose level to exceed 500 mg/dl; the exact level was unknown but displayed as "high." The customer managed their condition by administering a correction injection via multiple daily injections (mdi) after contacting support. Technical support assisted the customer in resetting the pump, though the malfunction recurred, leading to the decision to replace the pump. The customer was informed about the replacement process, necessary steps upon receiving the new pump, and arrangements for returning the faulty one.